Event description:
Additional review indicated that the motion of the car doing a u-turn ¿seemed¿ to make the stimulation worse, so the car had to be stopped to make the sensation go away. The stimulation was also described as painful and the patient was fearful that they would have to go through that again.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the trial was started, the patient was in the car and felt like she was being electrocuted. The sensation increased while the patient was in the car and she turned the stimulation off. The patient was traumatized by the experience. The patient went back to her physician that day and the setting was decreased from 3.85 to 3.25 as the stimulation felt a little strong. The patient decreased the stimulation to 3.2 and she stated the stimulation was comfortable. The patient needed stimulation to go from knee to toe; however, it was just above the knee. The patient had a follow up appointment 2013-(B)(6). Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).